Event description:
Information received from (B)(6). The patient was randomized to IV tpa + solitaire fr and treated on (B)(6) 2014. On the same day ((B)(6) 2014), the patient was reported to have vasospasm and it was considered procedure related. The vasospasm resolved on the same day. On (B)(6) 2014, the patient also was reported to have several adverse events. The patient had panventricular hemorrhage. The patient had a new onset of right blown pupil and altered mental status post t-pa and thrombectomy. MRI (magnetic resonance imaging) revealed a hemorrhagic conversion of right mca (middle cerebral artery) infarct. The patient underwent a right hemicraniectomy for evacuation of ich (intracerebral hemorrhage). The relationship to the device was unknown. The patient also was reported to have an adverse event of brain midline shift. CT (computed tomography) reveals midline shift to the left with near complete effacement of the right lateral ventricle and prominent left lateral ventricle with findings of temporal horn entrapment. The patient was also reported to have an adverse event of mass effect. Markedly increased mass-effect with diffuse effacement of the sulcal spaces and basal cisterns. The relationship to the device was unknown. The patient also had parenchymal hematoma 2 and the relationship to the device was unknown. The adverse event of parenchymal hematoma was ongoing. On (B)(6) 2014, the patient was reported to have an adverse event of hemoglobin decrease. The relationship to the device was unknown and resolved (B)(6) 2014. On (B)(6) 2014 the patient also was reported to have an adverse event of aspiration pneumonia. The relationship to the device was unknown and it resolved (B)(6) 2014. On (B)(6) 2014, the patient also had an adverse event of leukocytosis. The relationship to the device was unknown and remains ongoing. All the other adverse events resolved on (B)(6) 2014.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).